Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: lot . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary investigation flow: device interaction visual inspection: 3.5mm screwdriver shaft hexagonal-long (part# 03.100.033, lot# l186947, qty# 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the device looks good without any damage except normal wear. The device was received at cq stuck with a mating device (part# 03.100.032, lot# 586181a08). Functional testing: functional testing of the device was performed at cq. Both the devices were tried to disassemble and failed. The mating device is being investigated under (B)(4). The complaint can be replicated with the returned device(s). Dimensional inspection: dimensional inspection of the received device was not performed at cq as the relevant features are inaccessible due to the received stuck condition of the device. Documentation/ specification review: no design issues or discrepancies were found during this investigation. The complaint is confirmed. Investigation conclusion: the complaint is being confirmed for 3.5mm screwdriver shaft hexagonal-long (part# 03.100.033, lot# l186947) as the device was received at cq stuck with a mating device. A definitive root cause could not be identified for the reported problem. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot product code 03.100.033 lot#: l186947 manufacturing site: bettlach release to warehouse date: dec. 09, 2016 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the pelvic ratcheting screwdriver handle and screwdriver shaft are stuck together. Nothing is able to separate them, making the set not usable. There is no patient involvement. Concomitant device reported: ratcheting handle with quick coupling (part # 03.100.032, lot # unknown, quantity 1) this report is for one (1) 3.5mm screwdriver shaft hexagonal-long this is report 2 of 2 for (B)(4).